Event description:
Event was reported via crf. Patient experienced a dislocation of the left hip-post-op. The patient was bending over in a garden, and popped hip out of joint. The event was not device related, but was considered serious, because it resulted in inpatient hospitalization and necessitated medical or surgical intervention. The hip was treated with closed reduction in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.